Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative met the patient to change rate and discovered impedance was greater than 40000 ohm on electrode 13. It was unknown what external or patient factors may have contributed to the issue. The electrode was not being used so no actions were needed. The issue was resolved at the time of the report and no further actions were planned. No patient symptoms reported.